Event description:
Term infant born to a mother with class c diabetes mellitus. Vacuum assisted vaginal delivery after 2 pulls over 2 contractions with consistent descent and no popoffs. Vacuum level at 550 mm hg. Tight nuchas cord x 1. No spontaneous delivery of shoulders and highly suggestive of shoulder dystocia. Mcroberts and suprapubic pressure as well as wood screw and ruben's applied. Apgars were 2, 7, and 9. Small abrasions noted at apex of the head. Noted to have severe cephalohematoma, poor perfusion and poor pallor in delivery room. Treated with positive pressure ventilation via bag for 1 minutes. Infant transferred to level 3 facility as precautionary measure in 2008. Transferred back to snmc 4 days later. Phototherapy for hyperbilirubinemia which was initiated as tertiary center was continued. Infant discharged home about 2 days later.